Event description:
It was reported that the intra-aortic balloon (iab) could not be advanced through the sheath. A new iab was able to inserted and advanced using the same sheath without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete event site name: (B)(6). Complete event site address line 2: (B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
Additional information: device available for eval? Changed to no. Type of investigation (1) added device discarded: 4115. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.